Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels. The customer's blood glucose was 600 mg/dl, and she experienced dehydration. Upon admission, she was treated with fluids before being discharged. She stated that the unexplained high blood glucose issue began on (B)(6) 2015. She stated that she was wearing the insulin pump at the time of hospitalization. She stated that she had been treating, even with manual injections, in an attempt to lower her blood glucose, but it was not coming down so she went to the hospital. She stated that her blood glucose fluctuated from 98 to 200 mg/dl leading up to the event. She stated that she had already completed an infusion set change but her blood glucose kept rising, leading up to the event. Her most recent blood glucose was 226 mg/dl she was advised to call any time she had any issues with the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.